Manufacturer narrative:
(B)(4). The carefusion field service engineer (fse) went onsite for evaluation/repair. The fse reported the touchscreen was not responding and ordered a replacement front panel assembly. After replacement the fse performed the operational verification procedure and reported the unit meets manufacturer specifications. Results of investigation: the carefusion failure analysis laboratory received the suspect front panel assembly for investigation. An investigation was performed and identified the root cause of the reported issue was due to fluid ingress within the assembly. Visible debris was also found in both the bottom corners of the front panel. This issue will be internally investigated within carefusion.

Event description:
The customer reported while using the vela ventilator; the unit's touchscreen is non-responsive. At this time, it is unknown whether or not there was any patient involvement associated with the event.